Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after uneventful device deployment, the patient developed a small left groin hematoma, which resolved without treatment. There were no reported adverse patient sequelae. Though requested, no additional information was provided.